Event description:
It was reported that the light was coming through the scope. No patient injury was reported.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint that the light was coming through the scope. A visual inspection was performed and showed the scope to have broken negative lens, broken lenses with distal tip and fiber damage. This is caused by contact with another source. No manufacturing related defects were observed. Describe event or problem: corrected information.

Event description:
It was reported that the light was coming through the scope. There was no image due to the event. There was no delay or patient injury reported.